Event description:
As reported by the user facility: reporting a needle stick injury to a clinician. It is not known at this time if there was a failure of safety shied to engage or if it had engaged properly and then at some point did not cover needle tip, resulting in the needle stick.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The batch manufacturing record was reviewed and no such defect was noted at in-process or final control inspection. The actual device involved in the reported incident has been received for evaluation and the investigation is on going at this time. A follow up report will be provided after the inspection results are available.